Event description:
Used for laparoscopic cholecystectomy. Trocar was inserted into umbilical part and 20 cc of air was injected. At that moment, explosion sound was heard. Trocar was removed from body and it was noticed balloon was torn. Used another for procedure. No bleeding. No tissue damage. Nothing fell into cavity. No patient harm. Operating time not extended.

Manufacturer narrative:
(B)(4).